Event description:
It was reported the device was turned on with the dial, it was not powering on and it did not had any lights which came on. Checked the voltage on battery and that was correct, it did work until (B)(6)2022 and caused delay of patient to receive an MRI. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: no UDI number.

Event description:
Additional information received via email on 29-dec-2022. The event occurred before patient use and operational check.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D10: device available for evaluation and h6: health effects and evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection showed the device was received in with no physical damages. The complaint was confirmed during functional testing when the cam was not aligned. A worn cam from wear and tear on a twelve year old device was noted as the root cause of the issue. The previous service history has been reviewed and deemed related to the current reported problem. Replaced the cam assembly and cam switch. Replaced MRI battery, replaced missing eyeball shroud ring. Cleaned and affixed service label. The device passed functional testing after the completed repairs.